Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. Similar device sold in the us. Preliminary investigation of the returned sample indicates that the swg is kinked.

Event description:
The customer alleges that the swg (spring wire guide) got stuck in the catheter over needle and didn't advance further. The catheter over the needle was replaced by a new one.

Manufacturer narrative:
Qn# (B)(4). The customer returned one spring wire guide (swg) assembly and one 18 ga catheter for evaluation. Both devices displayed signs of use. A visual inspection of the catheter revealed no defects or anomalies. A visual inspection of the swg revealed a slight bend near the proximal end; however, the coils were not offset or unraveled. The outer diameter (od) of the swg measured .825 mm, which is within specification. The swg was able to fully advance through the catheter with minimal resistance, despite the slight bend found during visual inspection. A device history record (DHR) review was performed on the swg and catheter and no relevant findings were identified. The reported complaint that the swg could not pass through the catheter was not confirmed based on the sample received. No defects or anomalies were found on the catheter and the swg was able to fully advance through the catheter despite the slight bend found during visual inspection. A DHR review was performed and no manufacturing issues were identified. Since the catheter contained no defects, and the swg was able to pass through the catheter with minimal resistance, no problem was found. No further action will be taken.

Event description:
The customer alleges that the swg (spring wire guide) got stuck in the catheter over needle and didn't advance further. The catheter over the needle was replaced by a new one.